Manufacturer narrative:
(B)(4).

Event description:
(B)(6) distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an out of range signal on (B)(6) 2015. At the time of contact, the (B)(6) distributor did not report any injury or medical intervention.